Manufacturer narrative:
(B)(4). It was later confirmed by the customer that a replacement battery was obtained and installed in the device. Following replacement of the battery, proper device operation was observed and the device was placed back into service for use. The battery was not returned to physio-control for evaluation. The battery was approximately 5 years old and had likely become depleted normally due to age and use. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a medic, contacted physio-control to report that during a recent patient event their device did not operate as expected. The patient, a (B)(6) year-old male with no previous cardiac history, had been complaining of heartburn all day and had reported to his wife that he thought he had indigestion. The wife then witnessed the patient go unconscious and summoned emergency services. Bystander CPR was in progress. Upon arriving on scene approximately 10 minutes after the initial emergency call, the medic connected the device to the patient, powered the device on and the device began analyzing the patient. However, before the device could complete the initial analysis of the patient, they received a ¿low battery¿ prompt. The device then continued to give a ¿low battery¿ prompt and would not analyze the patient. A backup device was on scene and available with minimal delay. The backup device analyzed the patient and provided a ¿shock advised¿ decision. A shock was delivered to the patient and CPR was continued. The backup device analyzed again; however, a ¿no shock advised¿ decision was given. The patient was then transported to a higher level of care where he was pronounced deceased. The customer, a medic, advised that the device use did not contribute to the patient¿s outcome due to a backup device being readily available on scene and connected with minimal delay to patient care.